Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited several asystolia episodes due to r-wave undersensing. The sensitivity parameters were changed.